Event description:
The lay user/patient contacted lfs in 2009 alleging that the meter was reverting to the set up mode. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent the patient a letter to contact mss to obtain further clinical information. The patient mentioned that three days prior, she did not exhibit any symptoms when experiencing problems with the meter at 8:30pm. The patient took her usual dosage of medication after using the meter. At an unspecified time later, the patient contacted the physician for assistance and was tested on the physician's meter the same day at 1:30 am with a blood glucose reading of 21 mg/dl and was given ciprofloxacin (500mg) once a day. There is no information on why the patient contacted her physician and why the patient was given ciprofloxacin. While troubleshooting, customer care advocate (cca) found out that the patient had been using expired test strips (expiration date is 2008). Using expired test strips may lead to false blood glucose readings. Patient had a difficult time following the cca's instruction for replacing the battery and going into the set up mode. The meter is not a new product (out of box) and the issue did not occur after the battery was replaced. The patient denied any meter trauma. Issue was resolved via troubleshooting. Cca sent the patient replacement products. The complaint is being reported since the patient reportedly was unable to test, took their insulin did not exhibit any symptoms; however, contacted their physician and obtained a result of 21 mg/dl on the physician's meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.